Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying floor wide signal loss. No harm or injury occurred. The customer also reported that this instances of signal loss would last for a "long time".

Event description:
The customer reported that their central nurse's station (cns) is displaying floor wide signal loss.